Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6)-old male patient atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a junctional rhythm/heart block requiring abortion of the procedure and symptom management. During an afib/right atrial flutter case, a junctional rhythm/heart block was noticed while going transseptal. The junctional rhythm/heart block was discovered when the patient¿s heart rhythm changed, and the patient's blood pressure dropped. The change in heart rhythm and drop in blood pressure was confirmed by the recording system and anesthesia. There was no visualization of the junctional rhythm/heart block on intracardiac echocardiography (ice). Ice catheter was used to check for any effusion and no effusion was visualized on ice. The medical intervention provided; catheters were removed from the body and the procedure was aborted. The patient was reported to be in stable condition. The physician did not believe any biosense webster, inc. Product caused the junctional rhythm/heart block. The physician did not know what caused the junctional rhythm/heart block. The adverse event was discovered during use of biosense webster products. A right aflutter ablation had been completed and while in the process of a transseptal access the blood pressure and heart rate dropped. The physician did not provide a causality opinion for the cause of this adverse event. After, the procedure was aborted, the pressure and heart stabilized with medications. Intervention provided: isuprel infusion stopped, and anesthesia treated the blood pressure. Patient outcome of the adverse event: the patient stabilized, returned to post op, and discharged home the same day. The patient did not require extended hospitalization because of the adverse event. Relevant history: afib/ aflutter. Conservatively this will be reported because ablation was completed on the right side prior to the episode, procedure was aborted, and heart rate and blood pressure managed by anesthesia.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-nov-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that an 82-year-old male patient atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a junctional rhythm/heart block requiring abortion of the procedure and symptom management. The investigation completion on (B)(6)-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thmcl smtch sf bid catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on (B)(6) 2022, noted a correction to the 3500a follow-up #2 as the lot number was retrieved during the device analysis; however, d4 lot # field was not populated. Therefore, populated this field and h4. Device manufacture date and d4. Expiration date.